Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported while being used in ot, surgeon noted dermatome not as powerful. It continually reduced power as surgeon processed until it stopped working altogether. The event occurred during surgery. There was a 16-30 minute delay. No additional graft was needed. There was no harm to the patient. No adverse event event was reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpms were out of specification on the low end. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.